Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to diabetes ketoacidosis. The insulin pump is alarming no delivery. Customer was vomiting and very tired. The blood glucose reading at the time of the event was 488 mg/dl. Customer could not walk. Diagnosed diabetes ketoacidosis. Hospital treated with IV of insulin and saline. The current blood glucose reading is 116 mg/dl. Nothing further reported.